Event description:
Per medwatch mw5108278: patient reported cadd legacy pump no disposable alarm on both pumps despite troubleshooting, alarm persists, changed out cassette completely with pump on and running. Without alarm, cassette lot number 4196396. Expiration date 9/20/2026. No further details provided. No injury.